Event description:
It was reported via repair work order that the siderail was stuck down as both glide rods were bent. It was also reported that the main power cord ground pin was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.